Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a atrial fibrillation procedure, a pericardial effusion occurred. Following the cryo portion of the procedure, a cavo-tricuspid isthmus line in the right atrium was done, as well as a posterior box isolation and anterior mitral line, the patient became hypotensive in recovery. An echocardiogram confirmed a pericardial effusion on the left side of the heart, for which a pericardiocentesis was performed to stabilize the patient. The physician stated the cause of the effusion may have been caused while trying to position/move the ablation catheter. There were no performance issues with an abbott device.